Manufacturer narrative:
The complaint unit was received from the field for eval. Refer to eval # (B)(4) - touchscreen intermittent. Found scratch on touchscreen surface. Found small kink in ribbon cable at hinger base assembly. Replace ribbon cable as a precaution. Replaced touchscreen (sn # (B)(4); lot # 15613-08). Replaced ribbon cable (lot # 13513-13) and lcd pc104 board (lot # 10213-02) as a precaution. Checked and tested. On 01/22/2014 the DHR for console s/n (B)(4) was reviewed and showed that the unit met MFR specifications when released and there were no issues related to the complaint. A review of console history during the months of (B)(4) 2013 showed that this was the only time this unit was service during that time period. No significant trend was observed. This console is under the ownership of a sales rep.

Event description:
Touchscreen not responsive to touch.